Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm nc emerge was selected for used. However, when it was advanced into the guide catheter, the midshaft of the device got fractured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 24.4cm from the strain relief. There were numerous kinks to the hypotube. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm nc emerge was selected for used. However, when it was advanced into the guide catheter, the midshaft of the device got fractured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.